Event description:
Related manufacturer reference number: 1627487-2022-01793. It was reported the patient experienced ineffective therapy. Diagnostics showed multiple contacts with high impedance. Reprogramming was unable to resolve the issue. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the adapters were explanted and replaced with new leads. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.